Manufacturer narrative:
Related manufacturer report number #2916596-2019-05592. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away (B)(6) 2020 due to failure to thrive, after a subarachnoid ischemic stroke on (B)(6) 2019. It was reported that the device was functioning as intended at the time of the patient's passing (no abnormal pump parameters noted). The patient was on home hospice care since the end of 2019. No autopsy was performed. The device was not explanted. The pump will not be returning for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2020 due to failure to thrive after a cerebrovascular accident (cva) on (B)(6) 2019 (refer to MFR # 2916596-2019-05592). The account reported that the device operated as intended and was not explanted for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.